Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they have had ongoing issues with results for an unspecified number of patient samples tested with gluc3 glucose hk gen.3, chol2 cholesterol gen.2, and ureal urea/bun on a cobas integra 400 plus. The issue occurs once per week on 1-2 patient samples. The customer tried using sample tubes without separator gel, but the issue continued. The analyzer has also been replaced due to the previous analyzer having the same issue. The customer also complains of issues with calcium and phosphorus calibration. On (B)(4) 2018, the field application specialist checked the customer's workflow and performed new calibrations. The field service engineer decontaminated the analyzer, changed filters, and changed probes on (B)(4) 2018. The customer tried working with external water in a 2 liter canister, but this did not resolve the issue. The customer provided data for three patient samples tested on (B)(6) 2018. The first sample had an erroneous result for gluc and the remaining two samples had erroneous results for urea. No erroneous results were reported outside of the laboratory. The first sample initially resulted with a gluc value of 160 mg/dl. The sample was repeated twice, resulting with gluc values of 96 mg/dl and 97 mg/dl. The second sample initially resulted with a urea value of 29 mg/dl. The sample was repeated twice, resulting with urea values of 61 mg/dl and 29 mg/dl. The third sample initially resulted with a urea value of 61 mg/dl. The sample was repeated twice, resulting with urea values of 34 mg/dl and 32 mg/dl. No adverse events were alleged to have occurred with the patients. The gluc reagent lot number was 33776201, with an expiration date of 31-jul-2019. The urea reagent lot number was 36963201, with an expiration date of 30-jun-2019. The field service engineer performed an air/water calibration on the analyzer and changed a wash station.